Event description:
Reportedly, the dragonfly imaging catheter was during the procedure, however a non-uniform rotational distortion (nurd) appeared. Therefore, the imaging catheter was removed and another dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The dragonfly optis imaging catheter used during the procedure was found to have an expiration date of 10/4/2023, used past expiration.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported poor imaging results were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging results appears to be related to circumstances of the procedure; however, the use after expiration was determined to be caused by user error. The catheter was returned with an optical fiber break, which is consistent with the reported poor imaging results. In this case, it is likely that the optical fiber break was caused by the patient anatomical conditions (heavy calcification). It should be noted that the device was used after the labeled ¿use by¿ (expiration) date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. In this case, it was determined that the use of an expired product was the result of user error. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - use after expiration